Event description:
Nicm [non-ischemic cardiomyopathy] s/p [status post] ICD [implantable cardioverter-defibrillator] and lvad [left ventricular assist device] [date redacted] and explantation after recovery of cardiac function who developed recurrent hfref [heart failure with reduced ejection fraction] in [date redacted] pulsed wave cardiogenic shock with ef [ejection fraction] <15%, complicated by large lv/rv [left ventricle/right ventricle] thrombi and cva [cerebrovascular accident] now s/p hm3 [heartmate 3] lvad [date redacted], lvad outflow tract stenting w/ brachial cutdown [date redacted], with extensive pad [peripheral artery disease] who presents from lvad clinic for worsening sob [shortness of breath] and fatigue and increased pain to rle [right lower extremity]. Cta [computed tomography angiography] suggestion of nonocclusive thrombus surrounding proximal outflow graft stent. Structural cardiology reconstructed cta and there was evidence of a gap between the hm3 and the proximal stent, associated with infolding of the stent into the lumen. Now s/p re-stenting of outflow graft on [date redacted].